Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported core break and stretched coils were confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove, core break and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the guide wire became caught between the stent and vessel wall, causing the flatted core to kink and the difficulty to remove. Manipulation against resistance caused the core to break and coil damage. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure treating a bifurcation lesion, the hi torque versaturn guide wire got caught between a xience sierra stent and the vessel wall. During removal, the guide wire core broke and the coils became stretched. With some resistance, the entire guide wire was able to be removed from the anatomy. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.